Event description:
It was reported that the customer's usb cable became frayed with exposed wires, and could not be used to charge the pump. Customer¿s blood glucose value ranged from 100 to 150 mg/dl. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
Device not returned.